Event description:
Reporter indicated that vns pt has experienced vocal cord paralysis since vns implant. Neurologist has been reluctant to initiate stimulation until the pt undergoes voice therapy, so the device remains programmed to off thus far. The pt's speech has reportedly improved 75% with the voice therapy, but the pt still has trouble handling secretions at night.